Event description:
The customer reported the system will not turn on and there was a loud buzzing noise heard.

Manufacturer narrative:
The ge service rep re-strapped the isolation transformer for surgery outlets. Per customers request, they checked the other surgery room outlets for 121.5 vac output. He tested the system by booting error free 4 times. Overall system functional checked, and found operating as intended.